Manufacturer narrative:
(B)(4). Investigation results: the fiber was returned broken into three pieces. The first piece measured approximately 100.6 cm from the top of the connector to the break. The second piece measured approximately 62.8 cm from break to break. This piece included kinks. The third piece measured approximately 152.1 cm from the break to the tip. This piece included kinks. Exposed glass portion of the distal tip measures approximately 3.5 m and is consistent with a fracture. The pattern on the tip face is consistent with a tip detachment, likely as a result of handling during the procedure. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on december 7, 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the fiber was broken upon opening. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on investigation results; tip detached.